Manufacturer narrative:
(B)(4). The device was discarded; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device did not flow. It was not specified when in the process this occurred. The reporter stated that the one-link device was removed from the setup to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.